Manufacturer narrative:
The device was returned due to ¿fluid didn¿t flow through the sheath¿. The sheath was able to be flushed with no anomalies noted, however a leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the slit of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
Based on the analysis of the returned device, a leak was noted. It was reported that during the procedure, fluid didn't flow through the sheath. The sheath was replaced with the same model device to complete the procedure with no adverse consequences for the patient.